Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-1132, serial #:(B)(4), description: precision spectra implantable pulse generator. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed an infection at both incision sites. Symptoms were redness and serous drainage. The patient was prescribed oral antibiotics and was administered antibiotic intravenously. The physician was unsure if infection was device or procedure related. The patient was doing well.